Manufacturer narrative:
The complaint investigation remains under evaluation into root cause. The product was discarded and is unavailable for evaluation.

Event description:
As reported, the icf100 device was used in a minimal invasive mitral repair procedure. The surgeon had problems to position the balloon as it always migrated towards the aortic valve. They needed to reposition the balloon at least 8 times and filled the balloon up to the maximum volume of 35ml. During cardioplegia delivery they had a very poor flow (50-100 ml per minute instead of 200 to 300 ml normally) and high pressures in the cardioplegia line (450-480 mmhg). It took 17 minutes to deliver 1200 ml of custodiol solution. The balloon pressure during the procedure was 300-330 mmhg. After deflation, they saw that the catheter was flattened and compressed and the outside material showed a slightly different surface area in the flattened area. They could recognize a damage on the outside catheter material which seems to come from the friction of the catheter and the arm of the endoreturn introducer, er23b.

Manufacturer narrative:
Additional information: complaint referenced MDR submission of intraclude aortic device, report number: 3008500478-2013-00459. Evaluation: the device was not returned for evaluation but likely can be linked to the endoreturn product recall due to the noted damage of the intraclude aortic catheter. During the evaluation of other complaint units, it was found that the rounded edge y-arm connector was missing the bump. The root cause is that the supplier did not have the proper controls in place to assure that the change to the core pins that made the finished device were in place. A manufacturing defect is confirmed with the supplier. A product recall was initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the endoreturn introducer. Without this nonconformance, it is our belief the intraclude aortic (icf100) device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.